Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40 mg/dl. The customer was passed out two days ago. The customer was treated for the low blood glucose with glucose tablet. Customer¿s other blood glucose level was 286 mg/dl. Customer was neither in emergency room nor admitted into hospital and based on customer report customer did not allege insulin pump was over delivering. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer also stated that bottom across the battery compartment was cracked. The customer was not connected to the insulin pump while rewinding the device. There was no indication that the insulin pump over delivered insulin. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08685 inches. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen and units left on the display matched the units left in the reservoir. No delivery or rewind anomalies noted during testing. The insulin pump was received with the case cracked behind the insulin pump near the battery compartment .